Manufacturer narrative:
The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pump was returned to the MFR from an unk source for disposal; the pt's body was being used for donation. The pt's cause of death and the relationship of the pt's death to the implanted devices was not provided. Additional info has been requested from the pt's last known physician, a follow-up report will be sent if additional info becomes available.